Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer medwatch # 2032227-2014-15492.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. Unable to verify battery out limit alarm due to no button response. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump had become unresponsive. The blood glucose reading was 118 mg/dl. He was unable to clear the battery out limit alarm that occurred when he attempted to resolve the issue with a battery change. Nothing further was reported.